Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The software needs upgraded to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. The software needs upgraded to address the issue. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.